Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2016-00626 / 00627 / 00628).

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2013 and right total hip arthroplasty on (B)(6) 2007. During the right hip procedure, the stem initially inserted into the femur, and it was noted that the calcar split. Therefore, the stem was backed out, a cable was placed about the calcar, and the stem was reinserted. Patient underwent an aspiration of the left hip on (B)(6) 2014. Legal counsel further reports patient underwent a left total hip revision on (B)(6) 2014 and right total hip revision on (B)(6) 2014 due to patient allegations of bilateral hip pain, groin and buttocks pain, fluid collection around the iliopsoas compartment of left and right hip, and elevated metal ions. During the left hip revision the head was removed, and a head, taper adaptor and an active articulation bearing were implanted. Operative notes received reported that corrosion was present on the femoral head neck junction. During the right hip revision, the head was removed, and a head and an active articulation bear were implanted. Operative notes further reported that during the right hip revision, nodular tissue of the anterior hip was removed, and no signs of infection were found. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: a5, b4, b5, d10, e1, e2, e3, g4, h2, h3, h6 one selex/magnum mod hd 40mm -6 was returned and evaluated. Upon visual inspection there was no visible damage to the device. There is very light debris inside of the taper. Sem examination revealed deposits on the taper surface (figures 2 ¿ 4) and circumferential grooves (figures 4 ¿ 5), possibly from imprinting of the surface texture of the stem taper. Pitting was also visible on the taper surface (figures 5 ¿ 6). Quantitative eds analysis of the taper surface (figures 7 ¿ 18) showed combinations of: -biological material containing some or all of the elements c, o, p, s, cl, and ca -cocrmo substrate material that showed elevated levels of cr, mo, and o, possibly evidence of corrosion products -titanium, possibly transfer from the stem taper eds analysis of the polished bearing surface. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient¿s right hip was revised approximately 7 years post implantation due to pain and aseptic lymphocytic vasculitis- associated lesions. During the right hip procedure, the stem initially inserted into the femur, and it was noted that the calcar split. Therefore, the stem was backed out, a cable was placed about the calcar, and the stem was reinserted. Operative notes further reported that during the right hip revision, nodular tissue of the anterior hip was removed, and no signs of infection were found. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical products - us157846 0864202 m2a-magnum pf cup 46odx40id, 120005 659180 cocr cable sleeve 2.0mm, 11-104106 unknown lot mlry-hd por fmrl 6x135mm. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent a right hip aspiration approximately seven (7) years post-implantation, which noted clear fluid. Subsequently, patient underwent right hip revision procedure approximately seven (7) years post-implantation due to allegations of bilateral hip pain, groin and buttocks pain, fluid collection around the iliopsoas compartment of left and right hip, elevated metal ions, metallosis, pseudotumor and nodular tissue. During the revision, the head was removed, and a head and an active articulation bear were implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative notes further reported that during the right hip revision, nodular tissue of the anterior hip was removed, and no signs of infection were found.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Primary op notes confirm that the patient underwent a right total hip replacement and no complications were noted. Revision op notes confirm that the patient underwent a right total hip replacement and no complications were noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.